Event description:
Customer reported the display on the defibrillator would not display a pts electrocardiogram when connected for monitoring purposes only. No adverse pt outcome. Svc rep duplicated the reported condition. Repair of the device is pending customer authorization.